Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported impedance measurements were taken and 0<(>&<)>1, c<(>&<)>1 had high impedance but they couldn't remember the impedance values. The implant was not on. The patient had therapy off since having a shocking sensation on her right side since 2 weeks prior to report. The patient's optic tract was affected and they were blinded by bright light due to the shocking. The shocking had gone away until 2 ago. The patient had a new implant on her left side. There were no trauma/falls reported related to the issue. It was further reported the cause of the shocking and visual issues had not been determined. The battery was interrogated and high impedances were found. The battery was turned off to resolve the issue. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the patient¿s lead was replaced due to a zapping sensation and reduced efficacy of stimulation. When removing the lead, the hcp found the lead wires were broken. The lead was replaced in (B)(6) 2016.

Event description:
Additional information received indicated that an investigative surgery was done on (B)(6) 2016 and upon investigation the left lead was damaged. There was separated inside casing. The patient had decided to get a new lead placed at an undetermined date. The implantable neurostimulator (ins) was off until surgery.

Manufacturer narrative:
Suspect medical device information references the main component of the system and other applicable components are: product ID: 3387-40, lot# l78076, serial# implanted: (B)(6) 2000, product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that on (B)(6) 2016 they were still being shocked but it worsened so the unit was turned off. A broken lead was found in the brain but behind the ear was where the break was located. On (B)(6) 2016 the lead was replaced, and (B)(6) 2016 the wires behind the ear were replaced and hooked up to the lead. On (B)(6) 2016 the extension to chest and battery were replaced. The patient was still tremoring but the surgery was a success with no shock. Their tremors are back. The unit was full on and they have been programmed several times with no success.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.